Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) the 80 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter (bc) was delivered to the right common iliac artery target lesion and ruptured at twelve (12) atmospheres (atm.) During the second inflation. The bc was removed from the patient and exchanged for another balloon catheter. The procedure was finished successfully. There was no reported patient injury. The approach for the procedure was from the right femoral artery. The right iliac artery target lesion was reported to be: de novo, moderately calcified, mildly tortuous, and a 90% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. A medtronic everest inflation device was used for the procedure an was used subsequently with other devices. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
Concomitant products: 6 fr. Terumo long sheath, medtronic everest inflation device. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty, a powerflexpro balloon catheter ruptured at twelve atmospheres during the second inflation. The right iliac artery target lesion was reported to be de novo, moderately calcified, mildly tortuous, with 90% stenosis. There was no reported patient injury. The approach for the procedure was from the right femoral artery. There was no reported difficulty removing the product from the packaging or removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use with no problems noted. A medtronic everest inflation device was used for the procedure and was used subsequently with other devices. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not in an acute bend. The catheter was removed easily from the patient and was intact then exchanged for another balloon catheter. The procedure was finished successfully. Fal: one non sterile catheter powerflexpro 8mm2cm 80 was received coiled inside a plastic bag. An axial burst was noted in the balloon. Residues of dried blood were found in the balloon. A leak test was not performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of abrasion marks that could be attributable to the balloon burst. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the abrasion marks was caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp was confirmed through analysis of the returned device; however the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the balloon burst as evidenced by abrasion marks noted during analysis. Neither the event description, DHR nor the analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product was received for analysis on 7/24/2013. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15720194 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.